Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The insulin pump had minor scratches on the lcd window, a cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and a broken reservoir tube lip. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 8.2 mmol/l. The insulin pump may have been exposed to moisture. The customer was advised to revert to a back-up plan. Nothing further was reported.